Event description:
It was reported that the screen of the insulin pump was cracked. Customer's blood glucose reading at the time of the call was 372 mg/dl. No further information reported.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip.